Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical south korea evaluated the device and the customer's report was confirmed by the customer's report that the unit failed the esa test. As a result, the analog board was replaced to remedy the problem. Analysis of reports of this type has not identified an increase in trend.